Event description:
In 2009, the lay-user/pt contacted lifescan alleging that the cap of a one touch ultrasoft lancing device was loose/falling off. The pt indicated that the alleged lancing device issue started three days prior, at around 12:30-1:00 pm. The pt did not take any action related to diabetes treatment as a result of the alleged meter issue. About 24 hours after the alleged issue began, the pt claimed that he developed symptoms of shakiness and dizziness. The pt denied receiving treatment as a result of the alleged issue. It would have been helpful to know the following information. The pt's testing frequency, his medication and diabetes management regimens, if the pt was still able to test his blood glucose before the symptoms developed, and what actions the pt took before and after the symptoms developed. The lancing device was replaced. Based on the information provided this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) area returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.